Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step in the load sequence. There was no adverse impact on the customer's blood glucose level. The customer completed troubleshooting, guided by customer support, but was unable to resume insulin delivery as no drops were seen at the end of the cartridge pigtail. Customer support resolved the issue by sending a replacement pump and provided guidance on using and returning the current device. The customer had backup manual injections available to ensure insulin delivery was not interrupted.